Event description:
It was reported that during the pre-use check, leakage of circulation water from the tube was observed. No patient injury or clinical affects was reported. No additional information is available for this complaint.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one (1) device was received without its original packaging, in used and decontaminated condition inside a ziplock bag. Visual inspection showed the device was missing the drip chamber and double bag spike assembly. A lack of solvent was observed in the manifold and triple lumen tube connection. A leak test was performed by introducing dyed water in the product. A leak was observed in the manifold and triple lumen tube connection confirming the complaint. A root cause was determined to be a lack of adhesive between tube and connector during bonding assembly. A device history record (DHR) review showed no non-conformances or discrepancies during the manufacturing of the reported lot number. Awareness was made to production personnel of the importance of adhering to the manufacturing procedures.